Event description:
This is filed to report the clip opened while locked. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4, with a large coaptation gap. The first mitraclip was successfully implanted. The second mitraclip was advanced. While establishing final arm angle, the clip had opened while locked. It was decided to not deploy this clip. The device was removed without issue. There was no adverse patient sequela and no clinically significant delay. Another device was successfully used in replacement. Mr was reduced to grade 1-2. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis did not confirm the reported unintended movement- clip open-establishing final arm angle (efaa). The discrepancy between what was reported (clip open efaa) and what was observed (no issue with the clip) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported unintended movement - clip open-efaa issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.